Event description:
Arjo became aware of the event involving citadel plus bed frame. According to the nurse's report, sparks were observed under the bed upon connecting it to the power supply. There was no indication of the patient involvement. No injury was reported.

Manufacturer narrative:
An arjo service technician inspected the device and found that the cable from the transformer to the a/c (alternating current) inlet had been cut. The circumstances of the bed damage are unknown. Based on the device¿s condition and an analysis of previous complaints, it was assumed that the most probable root cause of the malfunction was mechanical damage to the cable. The product instruction for use (IFU 831.374-en rev.13) states: "keep all equipment, tubes and lines, loose clothing, hair and parts of the body away from moving parts" and "ensure pathway is clear of cords, hoses and obstacles before driving bed forward or backwards." The cable from the transformer to the a/c (alternating current) inlet had been cut and emmitted sparks, therefore, the arjo device failed to meet its performance specification. The complaint was assessed as reportable due to the allegation that sparks were observed under the bed upon connecting it to the power supply. There was no indication of the patient involvement. No injury was reported.